Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door and smart remote manager not detected on bus. A field service engineer disconnected the system from the universal power supply and plugged it into the red outlet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door not detected on bus. Customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.